Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty charge-coupled device could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the hd autoclavable camera head had bad image quality. Upon inspection of the customer¿s returned device it was observed, the device had no image due to a charged coupled device (ccd) failure. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. In addition to the reportable malfunction mentioned, it was observed, appearance defect was noted on the video connector. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.